Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00388055. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Red material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00388055. It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The left side was diagnosed at baker grade IV and the right side was baker grade iii. As a result, the patient underwent bilateral explantation on (B)(6) 2018 and replaced by with 425 mentor memorygel breast implants on both sides (left-sided catalog number 3507425mc, left-sided serial number: (B)(4); right-sided catalog number 3507425mc, right-sided serial number (B)(4)). This report is for the patient¿s left-sided device.